Event description:
It was reported to boston scientific corporation that an obtryx transobturator mid-urethral sling system was implanted on (B)(6) 2008.according to the complainant, post-procedure, the patient presented with unspecified complications. All other information is unknown and unavailable.